Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable), as the lens was not implanted. If explanted; give date: n/a (not applicable), the lens was not implanted, therefore, it was not explanted. An attempt to obtain missing information was conducted, however, there was no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) lens had a kinked haptic, therefore, the surgeon requested for a new lens. There was patient contact. Through follow up, the customer confirmed only the cartridge tip touched the eye. There was no patient injury and the patient is doing well. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 02/25/2019, device returned to manufacturer: yes. Device evaluation: residues of viscoelastic material was observed on cartridge. No damaged was observed on cartridge. The lens was observed stuck in cartridge. Both haptics was observed damaged/distorted. The condition in which the sample returned is consistent with a lens that was handled and prepared for surgical process. The complaint issue report was verified. Based on the analysis of the returned product, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.